Event description:
It was reported that one of the knobs on the external pulse generator (epg) was unable to turn easily. It was noted that it required a good amount of force to turn the knob. The epg has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that one of the knobs of the external pulse generator (epg) was difficult to turn. It was noted that the atrial, ventricular and menu dials were unable to turn. It was found that the contamination between the keypad and control knobs prevented the knobs from turning. It was also noted that there was contamination around the outer edge of the keypad and upper case. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.